Event description:
Patient received a 3.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox cx and a 3.0mm diameter x 12mm length endeavor sprint rx stent in the ramus intermedius during index procedure. However it was reported that during procedure, a thrombus was confirmed within the stent deployed in the prox cx. Thrombus aspiration was performed. Patient was transferred to ICU were they suffered an mi. Patient was returned to the cath lab and a new occlusion was observed in the lad that was treated with poba. Prolonged hospitalization was required. Investigator reported that the vent was definitely related to the relevant stent and possibly related to the procedure. No other clinical sequelae were reported. (Ref MFR # 9612164201100457).

Manufacturer narrative:
(B)(4). Evaluation, results: st, mi.

Event description:
Additional information received. It is reported that a patient death occurred approximately two months post index procedure. Cause of death on death certification: myocardial infarction. Ref MFR # 9612164-2011-00457.